Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently lock-up with a white display. The customer believes that this issue occurs during, or following, the device's 3am self-test and that the device remains locked-up with a white display until the device users come in later that morning. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.